Event description:
The patient is pursuing a product liability claim. It was reported, that an unknown winterthur hip was implanted on an unknown date. The patient is pain and said that he has problems and a higher toxin in the blood.

Manufacturer narrative:
The case has been reopened on june 15, 2015 due to additional information received. All additional information has been added in to this report. The additional information received has no influence of the investigation results and the assessment of the case. The case will be re-closed again. Zimmer reference number (B)(4).

Event description:
It became aware on june 15th 2015, that the pt was implanted on (B)(6) 2008 with unknown hip implants on left side. A revision surgery is planned due to high value of cobalt and osteolysis for unknown date.

Manufacturer narrative:
As the case at hand is a legal claim it is not suspected that the device or additional information is being submitted for review. A technical investigation was not possible to be performed, as the device was not at hand for investigation. Neither x-rays, operative notes, photos of the implant were received; therefore the condition of the component is unknown. Pt factors that may affect the performance of the component such as bone quality, activity level, type of activity(low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Moreover, the sterilization certificate cannot be reviewed, since the lot numbers of the products are unknown. However, all possible causes are reported in the dfmea which is available for every zimmer hip implant and are continuously monitored and updated. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
The case has been reopened on (B)(6) 2015 to enter additional information which was received on (B)(6) 2015. Since this case is related to the issues for which zimmer implemented a corrective action which was reported to the FDA in july 2008 as correction z-2415/2426-2008, there will be no further investigation and zimmer (B)(4) will close this case once again. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review as the patient has not been revised. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).